Manufacturer narrative:
Initial and final MDR 1885371-MDR 8021545-2024-00912-device 3 of 3.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that on (B)(6) 2024, the patient experienced that three infusion sets in the last two months got 4-5 days they fall off or not comfortable. Also, had itching at the site and getting infected feeling. No further information was available.